Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an issue with the infusion set, there was a white substance in insertion area and inside cannula due to which there was hyperglycaemia with 270mg/dl of blood glucose level on day 4 of wear. The patient got treated by changing of set and using pen corrections. The site of insertion was gluteal muscle. No further information available.